Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the procedure, the surgeon claimed there was no tissue effect and increased the generator settings. The blade then began arcing to the leads and sparking. The generator also was giving an e3 error code ¿patient return electrode has a poor connection¿. There may have been interference with the patient monitoring system, or pacemaker monitoring system, owned by st. Jude. The pacemaker is a new st. Jude model. There was no patient injury, but one of the leads was compromised. Analysis conclusion: complaint not confirmed: the device functions as intended with no failures. The complaint was unable to be recreated for the ¿interference¿, ¿arcing to the leads and sparking¿ or the ¿lead damage¿ issue that was reported. However, the device is an electrosurgical device, and as such, has the potential to cause interference with some operating room equipment monitors. Also, there was no e3 error code ¿patient return electrode has poor connection¿ produced by the complaint lab generator during the functional inspection. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange case, the surgeon reported arcing and sparking of the plasmablade device to the pacemaker lead. There was no injury to the patient, however one of the leads was compromised. It is unknown what interventions were needed.